Event description:
The customer reported the device restarted during normal ventilation operation. Customer reported patient harm unknown. The customer reported the nurse found the patient cyanotic and the staff began bagging the patient. The customer reported the patient's oxygen saturation dropped from the 90s to near 70%.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.